Event description:
Patient had spinal fusion surgery in (B)(6) 2013 and experienced continued back pain. It was noted on xray that one of the spinal screws was broken. The patient had surgery on (B)(6) 2015 for exploration and removal of spinal hardware and broken hardware, spinal fusion and use of allograft and local bone grafting. The hardware that was removed included: 6 circular metal screws 1x1x0.5 cm with inscription "(B)(4), 2 curved metal bars 7x5.7x1.2 cm with inscription "(B)(4)", 5 intact metal screws 5.4-5.9 cm length and 0.4-1.4 cm diameter with inscription "(B)(4)" and longer screws with "(B)(4)". And a broken cylindrical metal screw in 2 fragments measuring 3 and 2.4 cm length respectively with 0.4-1.3 cm diameter with inscription on longer fragment "(B)(4)".